Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported, that a minimum fill notification occurred. After the user filled the cartridge with 150 units of insulin, during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 110 mg/dl.